Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported "implant rupture". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, mold green in the surface of the shell, crease fold and wear abrasion and opening. A microscopic analysis was performed which identified an opening sharp in the posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Physician has reported "implant rupture". Device has been explanted. This relates to the right side.